Event description:
It was reported that the system had a communication error and a generator failed error. These errors can cause the system to freeze/lock up, resulting in a loss imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The dc power supply was adjusted to 5.15vdc, and the main frame power supply was adjusted to 5.2vdc. The system was tested and found to be working as intended and returned to service.